Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a110110224m1 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There are 0 additional complaints from this customer, nor any other customer associated with a "false positive" failure mode prior to the reported receipt date of jan 17th, 2023. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4). Kit lot# k08a110110224m1 DHR review reference: sample vial lot DHR review: 2112357, 2112358, 2112378, 2112395, 2112396, 2112398, 2112411, and 2112416. Test lot dhrs review: 2201186, 2201152, 2201171, 2201172, 2201177, 2201180, 2201182, 2201186, 2201192, 2201195, 2201196, 2201210, 2201211, 2201220, and 2201223. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having an alleged false positive result. The complainant took multiple antigen tests and a pcr prior to performing the lucira test and received negative results. The complainant tested positive with a one year old lucira test that had been exposed to extreme heat in the car in the utah desert.